Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 279 mg/dl. The customer was also spilling ketones. The customer's blood glucose levels got as high as 700 mg/dl the night prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.